Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported system error 322 which was reproduced. The messages were caused by a failed lower link switch. The lower auxiliary assembly (containing the link switch) was replaced. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump displayed system error 322 in the neuroshock ICU. It was also reported there was no pt injury.